Event description:
It was reported that seventeen 512st's were used during a gastric banding. It was reported by the affiliate that the devices all had torn gaskets in the procedure. The procedure was aborted.